Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for three days to loosen the blood and contrast in the device. Functional testing consisted of using a test inflation device to deflate the balloon. The balloon was able to deflate. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported difficulties deflating the balloon.

Event description:
It was reported that balloon deflation failure occured. The procedure was indicated due to st segment myocardial infarction (stemi). A 15mm x 3.25mm nc quantum apex balloon catheter was advanced to post-dilate a stent n the proximal portion of the vessel. However, during deflation, it was noted that the ballon was unable to deflate using the indeflator. A new indeflator and stopcock were attached to the balloon catheter but still failed to deflate the balloon again. The physician was able to pull the balloon into the guide catheter and remove it from the patient's body. The procedure was completed with this device. There were no patient complications nor injuries reported and patient is doing well.

Event description:
It was reported that balloon deflation failure occured. The procedure was indicated due to st segment myocardial infarction (stemi). A 15mm x 3.25mm nc quantum apex balloon catheter was advanced to post-dilate a stent n the proximal portion of the vessel. However, during deflation, it was noted that the balloon was unable to deflate using the indeflator. A new indeflator and stopcock were attached to the balloon catheter but still failed to deflate the balloon again. The physician was able to pull the balloon into the guide catheter and remove it from the patient's body. The procedure was completed with this device. There were no patient complications nor injuries reported and patient is doing well.